Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient went to work but was sent home after arriving as she appeared, she was unable to work. When she returned home, she slept the entire day and suspected she had a stomach flu but something else may be wrong. Her tandem pump displayed 105 mg/dl; no additional insulin or carbs were taken at that time. The patient continued to feel tired, exhausted and progressed to feeling nauseated and started vomiting. At that point, her cgm displayed 383 mg/dl. Around 8:00 pm, the patient¿s partner took her to the hospital where her cgm value was 333 mg/dl, but a venous blood glucose was 619 mg/dl. The patient¿s insulin pump was removed, and she was treated with IV fluids (d5w) and an insulin drip. The patient was admitted to the hospital as the physician suspected a cardiac issue and wanted additional cardiac testing performed. At the time of the report her cgm was 140 mg/dl and she was still receiving IV fluids (d5w). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. The patient reported that they were in the hospital for 3 days and at the time of the follow up contact, the patient was in stable condition. No additional patient or event information is available.